Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised. Intraoperatively encountered metal staining of the soft tissues within the joint cavity. There was significant corrosion on the trunion of the modular femoral component. The stem was undersized and in varus with a pedestal at the tip, suggesting motion of the stem and suspected loosening of the implant.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised. Intraoperatively encountered metal staining of the soft tissues within the joint cavity. There was significant corrosion on the trunnion of the modular femoral component. The stem was undersized and in varus with a pedestal at the tip, suggesting motion of the stem and suspected loosening of the implant. Litigation received alleges patient had pain, disability and physical damage from chromium and cobalt exposure after asr hip implant.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy considers this investigation closed.

Event description:
Update: (B)(4) 2012 - patient fact sheet was received, which identified part/lot, birthdate, and doi information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.